Manufacturer narrative:
Gbo complaint no: (B)(4). No samples were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. We forwarded the complaint to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of the production documentation indicates no deviations during the entire manufacturing process. No irregularities were detected during in process control. All requirements were met during production. There is a validated 100% in-process control for the threading in of the needle on the assembly line. In addition, during final checking, which includes functional and kickback tests, no abnormalities were observed. The complaint cannot be determined.

Event description:
Customer states that on (B)(6) 2016 a needle disengaged from the holder during a blood draw and remained in the arm of the patient. Customer states they are also encounterinq issues with tube kickback.